Manufacturer narrative:
The device was returned for service; however, the received condition of the device was beyond repair. Due to the poor physical condition of the device no further analysis / repair can be performed. Therefore, the reported condition could not be confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the compact air drive device was lacking power. It was reported that there was no delay in the procedure due to the event. It was reported that the procedure was successfully completed with the same device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 29th day of an unknown month in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.